Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope had a light guide connector part break and was stuck inside the light guide cable. The broken part could not be removed. The issue was found during maintenance. There was no procedure involved and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrections added to fields: d5, d9, e2, g2. Additional information added to fields: d8, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's complaint was not confirmed. Based on the results of the investigation, the reported error description is most likely due to the effect of an excessive mechanical force; however, a definitive root cause could not be established as the device was not returned to olympus. Olympus will continue to monitor field performance for this device.